Manufacturer narrative:
Other relevant device(s) are : product ID: 306001, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was reported that patient stated that at 4.5 she got a message that  reached her max settings. Troubleshooting was done and the stimulation was able to go up to 4.7 then said it was at the max settings. The patient stated that 4.7 is comfortable for her. Patient said that today at 4pm when they  bent over in the grocery store and moved and pulled out the left wire. Because of this they changed sides to the right from the left and set stimulation at 3.6.  No further complications were reported/anticipated at this time.